Manufacturer narrative:
Update made to section a3a.

Event description:
It was reported that the needle detached from the syringe when attempting to activity the needle safety feature.

Event description:
It was reported that the needle detached from the syringe when attempting to activity the needle safety feature.

Manufacturer narrative:
It was reported that the needle detached from the syringe when attempting to activity the needle safety feature. The incident occurred after a nurse administered a tb test and the nurse reportedly experienced a needle stick injury. Following the injury, the puncture site was washed with soap and water and the nurse went to an emergency department for unspecified post-exposure diagnostic testing. Blood tests on the patient was reportedly negative for blood borne diseases. The nurse's test results were not disclosed, however, no serious injury, medical intervention, or other adverse impact was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. Testing was performed using retained samples from the reported product lot. The reported problem/issue was unable to be reproduced or confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.